Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7071805/7070682/7072817/5081749. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated which resulted to inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.